Event description:
It was reported that the customer was experiencing high blood glucose levels. The customer's blood glucose at the time of the call was unknown. Troubleshooting for high blood glucose levels was done. The customer expressed dry mouth, increased urination, weakness and tiredness as symptoms of his high blood glucose levels. The customer treated himself with a manual injection because the insulin pump was not able to bring down his blood glucose. The customer ran a manual prime, and insulin did exit the tubing. Advised customer to change the entire infusion set, reservoir, and insulin and then treat per healthcare provider's instructions. The customer further mentioned a time when his blood glucose was 440 mg/dl. Advised customer to call back in order to complete troubleshooting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.